Event description:
Information received from the field notes that the patient went to the emergency room after a sudden onset of dizziness and not being able to get out of bed. The patient's heart rate was 28 bpm. The device exhibited no output, no tele- metry and no magnet response.